Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the main switch was faulty, and it operated normally after being replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the procedure was not prolonged (only start delayed ~10min) and it was completed with a similar device.

Manufacturer narrative:
The suspect device was evaluated and repaired onsite by olympus. The reported problem was confirmed; the power switch replaced to resolve the problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main switch was stuck and the device could not be turned on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus.